Event description:
It was reported that one day post implant there was a perforation from the right ventricular (rv) lead. The rv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the turns to extend/retract the helix exceeded specification and there was apparent explant damage. The analyst commented that the inner tubing buckled and prevents the helix from functioning properly.